Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient noticed redness at the insertion site. On the evening of saturday, on (B)(6) 2026 the patient reported applying pressure to the area, at which time purulent drainage (pus) expressed from the insertion site. On (B)(6) 2026, the patient went to the ER, where an x ray revealed five small wire like fragments retained in the back of his arm. The ER diagnosed an infection and prescribed oral clindamycin (150 mg, tid x 10 days) along with topical mupirocin ointment. The patient was also referred to a surgeon for evaluation and possible surgical removal of the retained fragments, with an appointment scheduled for on (B)(6) 2026. The next 24¿48 hours, symptoms progressed to increased redness, swelling, tenderness, and the development of a firm knot at the site. The patient reported no new or worsening symptoms; however, he had not recently examined the affected area. On (B)(6) 2026, the patient called back and was advised undergoing surgery to remove the fragments under his skin in 2 weeks. No new or worsening symptoms reported. Per medical review, this would constitute a serious adverse event as there was serious injury, and a medical intervention. The patient was prescribed with oral antibiotic medication. Although a surgical appointment was scheduled, there was no documentation confirming that any medical intervention was provided, nor was the surgery confirmed to have occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.